Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient experienced pocket simulation. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.